Event description:
Pt found caught between bed rails on right side of bed with lower extremities on floor and upper body trapped. Pt appeared to be in distress. Pt was freed by bending side rail out and found to have abrasions on right buttock, right knee, and left wrist. Head of bed was tilted at 35-40 degee angle. Mechanical release for side rails were difficult to reach with pt entrapped and would not release. One bed rail had to be replaced, bent releasing pt.